Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that there was something unusual about the tip of the large suturecut needle driver instrument, and a screw was sticking out. The customer reported event has no report of patient injury.